Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this was thoroughly analyzed. The cylinders and pump were visually and microscopically inspected, and leak tested; the cylinders were also pressure tested and the pump was functionally tested. No anomalies were found with the cylinders. The pump did not pass the functional test as it required more force than specification to get activated. Based on the information available and analysis results, these activation non conformance's could have caused or contributed to the device not working properly.

Event description:
This product was returned to the manufacturer without any report of performance issues or adverse patient effects. The returned device was analyzed and a non-conformance was identified.